Event description:
This is a report of an incident that was observed by baxter personnel during a visit to the (B)(6) hospital unit in (B)(6). The therapy settings were blood flow 200ml/h, predilution 1500ml/h, postdilution 1500ml/h. Seventy seven hours after commencing cvvh white precipitation was observed in predilution and postdilution lines. The lines were changed by the hospital staff. No further information was provided.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s. The sample is not available. A batch review was performed and found to be acceptable. Retention samples were visually evaluated and were found to be acceptable. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s. If additional information becomes available, it will be provided in a follow-up MDR.